Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation photographs were provided by the customer indicating that the cross-spike connector was detached from the tubing line. The reported condition will be treated as confirmed related to manufacturing/production process. As part of continuous improvements, a corrective action has been opened to determine the root cause and action plans. These actions will be designed to prevent the re occurrence of the issue reported. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the feeding tube set was leaking where the tube meets the purple connector and disconnected while in use on the patient.